Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the implantable cardiac monitor (icm) showed under-sensing. No interventions were reported. The status of the patient was not reported.